Event description:
This is a case report received on october 28th 2009 by baxter, (B) (4) from a healthcare professional of (B) (6). Reportedly, on (B) (6) 2009, a baxter aquarius showed an issue during use. At the service of reanimation, the rear left wheel of the aquarius broke. The shaft broke when moving the aquarius closer to the patient. Thus, the machine almost fell and when nurse tried to hold it up, she blocked her hand between the bed and the machine. The result was that the nurse hurt her hand. The wheel has been repaired onsite. (B) (4).

Manufacturer narrative:
Device repaired in situ. The device was evaluated and repaired on site. According to correspondence received from (B) (6); he states that the wheel was broken at the screw and he replaced the complete wheel on the back left of the machine. Pictures of the broken wheel were supplied and the broken wheel is available for evaluation. The machine was moving from time to time between the 1st floor, 2nd floor and 3rd floor of the hospital. The last service was performed (B) (6)2009 and the last event before wheel replacement was (B) (6)2009. A similar incident occurred with another device (B) (6)2009, however it involved the back right wheel. There was no indication regarding the root cause of the wheel failure-no conclusion was offered. The DHR review indicated a manufacturing date of 2005 for the referenced device. There were no indicators related to the issue. The device met all release requirements and specifications prior to release.